Manufacturer narrative:
The primary surgery date is unknown. Reference and lot as well.

Event description:
The surgeon revised the patient implant (probably only liner swap, it has been not confirmed) for an infection about 4 years post primary. The patient presented also a chest infection. No more info available.